Event description:
In 2006, this pt was implanted with two gore tag thoracic endoprosthesis for a ruptured taa. The pt had a distal type I endoleak. Two days later, this pt underwent a reintervention where a third gore tag thoracic endoprosthesis was placed. It was reported that the pt eventually died of a ruptured aaa, unrelated to the thoracic aorta or the tag devices.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note attached list of add'l device implanted in pt and related to this event; gore tag thoracic endoprosthesis. Please note attached list of add'l device implanted in pt and not related to this event; gore tag thoracic endoprosthesis.